Manufacturer narrative:
MFR's investigation: visual inspection and analysis of the as-received 52511-15 catheter lumens. Eval of the returned catheter under magnification identified damage/jagged y-shaped tear on the distal lumen thermal coil. Based on the visual analysis of the as-received device the reported product issue was confirmed. Engineering analysis: a review of the mfg processes, including equipment and tooling did not identify any in-process factors that could potentially replicate this type of jagged y-shaped tear/damage. The engineering eval of the damaged componentry recorded this type of damage did not occur during the mfg process. The 52511-15 catheter was pre-tested prior to insertion, successfully placed and in use for an unspecified period of time when the problem occurred post-op. Although the engineering eval was unable to determine the exact cause(s) of the damage, it is possible that the component damage may have occurred during attempts to secure the catheter near an introducer or shield with a suture needle/surgical instrument. A review of the mfg lot build database for the reported lot# 2746814 (mfg date 10/2013) shows (B)(4) units were manufactured, 100% tested and inspected for leaks and balloon functionality and released. There were no exception documents generated during the lot build. Findings: based on the "as-received" condition of the returned 52511-15 catheter component damage was visually confirmed. The exact cause(s) of the component damage is unk at this time. This report and investigation report findings have been entered in the MFR's database for analysis and trending.

Event description:
Complaint received concerning multiple issues with use of one 52511-15 8f optiq catheter. The incident was reported as follows: "...pa catheter was placed preoperatively ((B)(6) 2013). Post operatively, the pa cath stopped giving a pa waveform. Staff still able to flush and withdraw from the catheter. Catheter was removed because they were unable to observe waveform. Catheter inspected and found to be cracked proximal to the thermal coil, near the 30 cm mark". The catheter was removed and replaced with no further issues encountered. There was no reported adverse pt consequences/outcomes. Device return: one (1) used 52511-15 catheter was returned to the MFR.